Event description:
Per the clinic, the patient was explanted due skin flap infection. The patient was explanted in 2009. More information on reimplantation was not provided at the time of this report in 2010.

Manufacturer narrative:
.